Manufacturer narrative:
This event occurred at (B)(6) university hospital, japan. Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the low speed events captured in the submitted log file. The submitted log file contained approximately 12 hours and 55 minutes of data. Low speed events accompanied by power fluctuations with corresponding low speed and low flow alarms were observed. These occurred while the patient was on the power module. Based on previous complaint experience, these events appear consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline severed approximately 10¿ from the pump housing. A distal portion of the driveline measuring approximately 27.5¿ with the controller connector was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, outflow graft bend relief collar, and apical sewing ring were not returned. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the driveline found all wires in all sections to be electrically intact. Upon disassembly of the driveline, the metal braided shield showed breakdown consistent with the duration of use throughout the driveline; moderate degradation was noted on the distal segment from approximately 1.5¿ to 20¿ from the controller connector and minor degradation on the pump segment from approximately 8¿ to 9¿ from the pump housing. Microscopic inspection found no breaches, but hipot testing found one breach in the insulation of the brown wire in the pump segment, approximately 8¿ from the pump header. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of fatigue failure due to repetitive movement or abrasion against the braided shield. The low speed events on the power module observed in the submitted log file could have occurred from a short to shield if the exposed conductors of the brown wire contacted the metal braided shield. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter phone: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low speed operation while connected to the power module. This is believed to be a percutaneous lead issue. It was reported that an x-ray was not used to confirm a driveline issue. The patient was placed on battery power 24/7 until the clinical team consult for a possible pump exchange. The patient was stated to be doing well. No additional information was provided.

Event description:
It was reported that the patient had a low speed operation while connected to the power module. This is believed to be a perc lead issue. The patient was scheduled for a pump exchange on (B)(6) 2021. No additional information was provided.